Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that the healthcare provider wants them to turn up the stimulation every other day. The caller is not happy about it because when they increase it can feel like a little internal electrical shock. Helped caller connect to implant and increase settings. The caller noted that the ins moved a bit and it's not flat and on a boney part of their back. Asked caller when it moved and they replied "a while ago". Caller will maintain stimulation and adjust as necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated the previous information about increasing stimulation. They said that since doing this they have had to charge the ins more frequently and the therapy had turned off due to a low ins battery. They asked for instructions on how to turn therapy back on again and that information was reviewed.